Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the endometritis, dermatitis allergic, psychological trauma and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, endometritis, nausea, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for allergy: rash/skin condition, nausea. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (hyst. (Partial) and supracervical hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the endometritis, dermatitis allergic, psychological trauma and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, endometritis, nausea, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for allergy: rash/skin condition, nausea. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : event "chronic endometritis", reporter added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury") and nausea ("nausea"). The patient was treated with surgery (hyst. (Partial)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the dermatitis allergic, psychological trauma and nausea outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, nausea, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: plaintiff received treatment for allergy: rash/skin condition, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Event injury nos replace with new event pelvic pain. New event abdominal pain, allergy: rash/skin condition, psych injury, nausea, she did not undergo conformation test was added. Reporters, patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.